Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed a broken cable on the 8mm long bipolar grasper. The procedure was completed with no patient injury reported.

Manufacturer narrative:
Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additional observation(s) not reported by site: the instrument was found to have a broken bipolar yaw pulley. A broken piece was missing as a result of breakage and size of missing piece was approximately 0.029¿ x 0.170¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.